Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl and "scarring and bruising due [to] a fall"; cause was not known. Customer administered a glucagon injection to address bg and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged 5 days later with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.